Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tubing was found kinked and the device was not alarming. The patient was disconnected from the machine and the cap was placed on the end to do the test alarm and the device did not alarm. Called smith & nephew representative and she suggested that to check the canister connection. Trobleshooting steps were performed but the issue was not solved. The problem was solved with a backup device.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause maybe a component failure. No serial number was provided , a DHR review could not be performed. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.